Manufacturer narrative:
(B)(4). Correction: the device was initially reported as not returning, but was returned for analysis. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the previously filed medwatch, new information received as follows: when the physician attempted to place the stent, it advanced to the left internal carotid artery and appeared to be partially deployed in the sheath. It was then realized it was partially released and was then removed. A second stent was prepped and used. The second carotid stent was deployed per protocol. It is possible that the stent deployment wheel could have accidentally been turned prior to advancement.

Event description:
It was reported that approximately 1 mm of the stent implant was observed to be exposed during preparation of the device. The device was no used on the patient. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.